Manufacturer narrative:
Pump received unable to perform the displacement and self test due to cracked bleeding lcd noted.

Event description:
The customer's mother reported via phone call that insulin pump was damaged. Customer stated that the pump was broke. Customer also stated that can not read the pump screen and pump was not functioning as designed. The customer's blood glucose value was unknown at the time of incident.the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.